Event description:
It was reported that one of the 2 trial leads of the external neurostimulator (ens) system that the patient had in their back ¿was not working¿. It was noted that the device had stopped working yesterday. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).